Manufacturer narrative:
The device was explanted and replaced with another boston scientific ICD. The atrial pacing lead remains in service, with elevated thresholds observed during the change out procedure. The explanted device was not returned to the boston scientific crm representative by the explanting hospital. Should the device be returned, this event will be reopened and updated. This device was received at boston scientific ten years post-explant. Upon receipt, the device had no telemetry and a memory download could not be performed. The device case was removed and the battery was replaced with an external power supply. The battery current was tested and confirmed to be normal. Based on the event information it appears this device declared eri prematurely. The device behavior matches other devices that reached eri/eol prematurely due to a higher than expected mid-life cell impedance increase. However, laboratory analysis was unable to confirm the clinical observations because the device was returned so long after it was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) battery status in july. In august, the device declared end of life (eol). The monitoring voltage was 2.57v with charge times that were >20 seconds. It was also reported that the atrial lead pacing thresholds had been high, and that some noise was seen during the atrial lead threshold test. A boston scientific technical services consultant discussed that to trigger eol, the device must have exhibited a charge time of >30 seconds and recommended device replacement. It was suggested to attempt to recreate the noise on the atrial lead, as a lead issue was possible.